Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.

Event description:
(B) (4)it was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion was located in the right coronary artery. The reference vessel diameter was 2.7mm and the lesion length was 20mm. Pre-procedure was 100% stenosis and post-procedure was 5% stenosis. A 2.75x20mm liberte stent was implanted. The procedure was a technical success. The patient had unstable angina with a braunwald classification of (iii b). Discharge medications were asa and clopidogrel. Two days post-procedure, the patient had sudden cardiac death.